Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the error and replaced the suspected universal surgical manipulator (usm) to resolve the issue. Isi has received the usm associated with this event, but the failure analysis testing has not yet been completed as of the date of this report. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted cardiac surgical procedure, the customer contacted a technical support engineer (tse) after a case and reported that they were experiencing some recoverable faults during the last procedure. The tse reviewed the logs and identified multiple faults associated with universal surgical manipulator 2 (usm2), noting that these faults had also occurred on previous days. The tse advised the customer that the system might fault again in the next case and suggested that if the issue persisted, they might need to disable usm2 and proceed with the other three arms. The customer confirmed that they only needed three arms for the case. The tse informed them that they could call back for assistance if they encountered further issues and needed to disable the arm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the customer reported that they were able to do the procedure without the use of the affected arm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed. In artemis, the 25730 error (motor axis message is late or missing on arm2, from xi: acs (usm)) was found and followed by 31226 error (aurora link error reported by acs, check upstream link to acm), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the fiber test was found to be failing on parallelogram fiber. Once testing was completed, the parallelogram fiber was tested and was verified to be the source of the fault. The probable root cause is attributed to the parallelogram fiber assembly in the usm.

Event description:
Refer to h11 for follow-up information.